Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840015535, 510k #k091974 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: kyphoscoliosis procedure: fixation was performed at t4-s2ai. It was reported that on an unknown date, post-op, the screw backed out and the patient developed a pressure ulcer at around t7, t8 and t9. Additional surgery was performed as a result of the event. The rod was cut at around t10/11 and the screw at t4-t10 were removed. The screw did not break. No other info was available.